Event description:
Complainant alleged that during biomed testing, the device failed to detect the attached paddles. Complanant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the malfunction was attributed to the device's multi-function cable.